Event description:
It was reported by the rep that the (1) 355st was used during a laparoscopically assisted vaginal hysterectomy procedure. It was reported that while using a 5mm cannula, an instrument was inserted into the port which completely ripped out the trocar seal. The seal fell into the pt's abdomen and needed to be retrieved. The malfunctioning trocar needed to be replaced with a 5mm sleeve. There was an extended or time of 10 minutes.